Event description:
The customer reported the mode to mode on their lh500 instrument was not matching for hemoglobin (hgb). (Matching means agreement between patient results in automatic aspiration mode and manual aspiration mode). No erroneous results were generated in connection with the reported event..

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the bsv (blood sampling valve) and actuator and performed a mode to mode calibration. He also updated the manual mode calibration. This resolved the issue. (B)(4).